Manufacturer narrative:
It was not possible to obtain the meter serial number, so it was not possible to determine a manufacturer date.

Event description:
The customer stated that she had been receiving high readings around 210-300 mg/dl using her breeze2 meter. On one occasion, she was not feeling well, so she was taken to the hospital. She alleged, the hospital tested her blood glucose at 5 mg/dl. She stated that was not treated with medication, only given juice and something to eat. The customer disposed of her products, so nothing will be returned for evaluation. A new breeze2 kit was sent to the customer.